Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusion set that they were using had insulin dripping slowly and while they were changing the infusion set, the blood glucose level raised. Therefore, they tried to treat it by a bolus via the pump, but on (B)(6) 2023, the patient first went to the emergency room and was subsequently hospitalized due to high blood glucose level. Her highest blood glucose level ranged between 566-666 mg/dl. Moreover, the infusion had been used for three days. During hospitalization, she received fluids of saline, insulin, and unspecified (drug name unknown) medication as corrective treatment which resolved the issue. On (B)(6) 2023, the patient was released from the hospital with no permanent damage. No further information available.